Event description:
It was reported that during a prostate procedure, ¿fiber broken¿ @ 102,000 joules of use and 13 minutes was observed. Additional information was not reported. The fiber was exchanged and the procedure was completed. No damage to the patient reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber/glass cap shows a circumferential fracture at distal side of fiber/cap fusion zone at the bevel surface; the glass cap exhibits moderate devitrification at the output window; the metal cap exhibits moderate detritus adhesion; the metal cap adhesion location exhibits burnt glue. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. (B)(4).